Event description:
Additional information received reported that patient had meningitis twice in the past but the exact dates were unknown. During a doctor¿s visit couple months prior to the date of this report, the doctor withdrew the medication from the pump and he was not getting the amount of medication that was shown in the logs. The patient felt ¿uncomfortable and uneasy¿ after the test because she was nervous about the device. It was noted that the patient was not getting any pain relief, so the health care professional had the pump ¿turned way up.¿ the pump was ¿turned down¿ later and the health care professionals decided to take the patient ¿clear off of medications for a while.¿

Event description:
It was reported in the past year, the patient had bent over and could not walk straight and was always sleeping. Reporter states that her symptoms are "over the entire system". It was indicated that there was a problem with the device, either the health care provider (hcp) at the time, "pulled out too much medication" or "too little", however the reporter was uncertain. It was determined at that time that a dye study would not be done. It was determined on (B)(6) 2012 that there was a catheter issue. No further information was reported. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had their pump system replaced on (B)(6) 2012. Pump and catheter were replaced. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient experienced lack of pain relief. The catheter was fractured at the spinal site "just distal to the anchor". A new pump and catheter were implanted. Saline was put in the pump and as far as the reporter knew, no drug had been put in the pump as of the day of the report. The reporter was unsure if the patient was receiving effective therapy.

Event description:
Additional information was received. It was reported that the pump was explanted because it was 'running out of battery life' and 'was going dead.'

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, lot# j0056631r, implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), explanted: (B)(6) 2012, product type catheter.